Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. It was noted this patient was not pacer dependent. This pacemaker remains in service. No adverse patient effects were reported.